Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula bent and retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer's sensor did not blink, and looked like it was physically damaged. His blood glucose was 106mg/dl at the time of reporting. The damaged sensor is being returned for analysis. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.